Event description:
The patient stated that he believes his infusion device is not delivering insulin while he is exercising. He stated that this has occurred on 2 separate occasions. He stated he normally programs his infusion device for a temporary basal rate decrease after an hour of exercising, but he did not on these two occasions. In 2006 before exercise, his blood glucose was 215 mg/dl and it increased to 318 mg/dl after an hour of exercise and his ketone level was "small" (15-40mg). He gave himself a bolus to lower his blood glucose. Three days later, his blood glucose was 188 mg/dl before exercise and it increased to 291 mg/dl after an hour of exercise and his ketone level was "moderate" (40mg). He programmed a 200% temporary basal rate increase to lower his blood glucose. The patient feels that his infusion device was delivering too little or no insulin during these two incidents. He stated that he will discuss this issue with his physician. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.